Event description:
Pt was hospitalized for high bgs. Pt was fighting with a cold and their bgs stayed high throughout the weekend. Customer went to the clinic to run some tests and found that their white blood cell count was high although they could not pin point an infection. Then customer was hosptialized and treated with IV drip. When pt was connected back to the pump, the bgs went up. Pt was reconnected to the same site it had been prior to the hosptialization. Troubleshooting was performed. Device passed the test. Additionally customer rpeorted pain at the site.